Manufacturer narrative:
One osseotite® tapered certain® implant 6 x 8.5mm (xifnt685) and associated abutment were returned for investigation. However, one unknown driver was reported but not returned. Visual evaluation of the as returned products identified bone residue around the external threads of the implant due to usage but no apparent signs of malfunction. There were no allegations against the abutment; the investigation addressed only implant and driver and the reported event. Functional testing was performed using applicable in-house driver tip. The implant was able to assemble, retain and disassemble with both returned abutment and in-house driver tip as normal. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Pictures were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019090912). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. However, DHR review could not be performed for the unknown driver as the lot number was unknown. Complaint history review was performed for the reported lot number (2019090912) for similar events and no other complaint was identified. However, complaint history could not be reviewed for the unknown driver since lot/item number was unknown. Based on the available information and functional testing, implant malfunction did not occur. However, driver malfunction and the reported event could not be verified since the driver was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant did not lock on driver while placing at tooth site #30. Implant dropped and contaminated. Procedure was completed with another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.